Manufacturer narrative:
Although the used device has been returned, it has not yet been examined; therefore, the device evaluation is not yet available. Upon completion of the investigation, a follow-up report will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported the "tip broke" during the recalibration process. The reported event occurred pre-op and there was no serious injury reported.